Event description:
While doing oral care, the sponge came off the toothette in the patient's mouth. It traveled down into the pt's throat. The nurse practitioner used a glidascope and magill forceps to retrieve the sponge.